Manufacturer narrative:
No unexpected missing segments or partial display anomalies noted during testing. Passed pump self test, displacement test, rewind test, basic occlusion test, prime and system sensor test, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump does not display the time and date settings for the basal rates and is only a partial display on the screen. Customer's blood glucose was 445 mg/dl at the time of incident. Customer declined to troubleshoot for high blood glucose but did troubleshoot for display and appears that display is working as designed.